Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure during the first pulse of the first application, the patient was asystolic during some seconds and a rise of the st segment was observed on the electrocardiogram (ECG). It was indicated that there was an air embolism. The heart rhythm was recovered by pacing and the patient was confirmed to be 'okay'. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Event description:
It was later reported that the rise of the st elevations was observed prior to the patient having the asystolic event, the air embolism was detected at the rise of the st segment, and it was surmised that an air bubble from the irrigation system caused the air embolism. It was also reported that pacing resolved the asystole and the patient recovered.

Manufacturer narrative:
Continuation of d10: product ID: unknown manufacturer; product type: irrigation system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.